Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was getting an MRI for a seizure. It is unknown if the seizure is related to the device/therapy. No further complications were reported or anticipated with this event.